Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found noise image as plug unit failed. In addition, device inspection found chipped c-cover around the channel. Based on the results of the investigation, it is likely the following led to the malfunctions: black image with lines was due to electrical/electronic component problem and chipped c-cover was due to stress problem. A definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported when plugged into the processor, image was black with lines through it, involving an olympus bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There was no patient injury reported.